Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and determined the leak indicated a loss of helium. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a helium leak in the circuit. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional information - e1 (event site state - rm, event site postal code - (B)(6)). The getinge field service engineer (fse) did troubleshooting, eliminate losses, tune up, regular tests. The equipment was cleared for customer use.